Manufacturer narrative:
H10: e1- (B)(6).

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator had an abnormality message with the proximal pressure line. The device was in clinical use when the issue occurred; the patient was moved to a different v60 ventilator. No medical intervention or delay in therapy was reported. No patient or user harm reported. The customer reported that the v60 ventilator had an abnormality message with the proximal pressure line. It was reported that the circuit was replaced with a new part, but the issue reoccurred. The device was removed from service; and it was observed that the alarm stopped reoccurring. The customer requested that the device be evaluated. The investigation is ongoing.

Manufacturer narrative:
The device was evaluated, and the service engineer (se) reported that the "proximal pressure line disconnect" alarm was confirmed in the event log, however, the issue was not duplicated during testing. No repairs were performed on the device, at the customer's request; the device was returned to the customer.